Event description:
Boston scientific received information that during a routine device replacement procedure, this chronic implantable defibrillation lead and replacement cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms. The lead was surgically abandoned and replaced. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.